Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer's blood glucose value was 489 mg/dl at the time of the call. And was advised to give himself a bolus using the insulin pump. Troubleshooting was performed and found that the infusion site is occluded. Customer was advised to change the infusion set. The product will not be returned for analysis.